Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient presented with capsular bag distension syndrome (cbds). Iol implantation was performed on (B)(6) 2025 and cbds was observed for the first time on (B)(6) 2025. On an unknown date post-operatively the patient underwent an anterior yag capsulotomy. Capsular bag distension syndrome (cbds) (i.e. Capsular block syndrome, capsular bag hyperdistension, capsulorhexis block syndrome) is a rare complication of cataract surgery with in the bag intraocular lens placement where turbid fluid builds up in between the intraocular lens and posterior capsule, eventually leading to a decline in visual acuity for the patient and can be associated with either a myopic (more common) or hyperopic shift. One study estimates the occurrence of cbds to occur in less than 1% (0.73%) of patients undergoing phacoemulsification with posterior chamber intraocular lens (pciol) implantation. Presentation can occur within a few weeks to months, or even years, after cataract surgery. One large retrospective study found that eyes with axial lengths greater than 25 mm were at greater risk for cbds. The literature and rayner's own risk analysis identifies residual ovd behind the lens as the probable cause for cbds. The rayone hydrophilic preloaded iol injection system IFU "use of rayone" section "fig 7" includes the following statement " following implantation, irrigate/aspirate to eliminate any ovd residues from the eye, especially behind the iol". Our review of production records for the rayone galaxy rao605g 064244168 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. There is no evidence of a causal relation between the event and the rayner device.

Event description:
On 13th may 2025, rayner received notification from a us healthcare professional of an event that occurred following implantation of a rayone galaxy rao605g. The event description provided states that post-operatively the patient presented with capsular bag distension necessitating an anterior yag capsulotomy. Note: rayone galaxy study. Subject ID: (B)(6).